Event description:
On (B)(6) 2025 customer reported high levels of lead when using the ram capillary tubes with their lead tests. Lot number reported was 24i4317. No adverse patient effects were reported.